Event description:
A 6f angio-seal evolution device was selected for vascular closure following a percutaneous peripheral intervention (ppi) for the right superficial femoral artery. It was reported that a pre-deployment angiogram was not performed, and the vessel diameter was 5mm. The vessel puncture was performed via an antegrade approach at the bifurcation of the right superficial femoral artery and the deep femoral artery. Upon deployment of the angio-seal device, the physician stated less than usual resistance was felt and the anchor felt like it came out of the vessel. Hemostasis was not achieved and manual pressure was applied to achieve hemostasis. The following day, an ultrasound revealed decreased right lower extremity blood flow. An angiography diagnosed a right superficial femoral artery occlusion at the bifurcation. A sponge like substance was also confirmed in the vessel. A right superficial femoral artery angioplasty was performed to dilate the vessel using 4mm and 5mm diameter balloon catheters. The blood flow in the right superficial artery was restored. The patient recovered without any adverse consequences. The physician reported that event may have been caused by the vessel puncture closer to bifurcation, more inferior than optimal puncture area.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease.